Manufacturer narrative:
This report is submitted on december 10, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and underwent a procedure on (B)(6) 2020, in order to remove overgrown tissue and remove the abutment. The patient was also treated with oral and topical antibiotics (duration not reported). The implanted device remains.